Manufacturer narrative:
E1 - initial reporter phone: +(B)(6). B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy test 6.15%. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair in used condition with complaint that the device failed accuracy test 6.15%. This device has not been in for service in the review period. No applicable evidence to review in event history log. The reported problem was not confirmed by accuracy test. The cause is unknown. Replaced nothing to correct the primary problem as pump passed all functional tests after repair.